Event description:
Report received from abbott international (abbott japan) which states, "the pt's blood backed up through the set. It had been used for five days until the event occurred. There is no harm to the pt." Additional pt and event info has been requested, no further info is available.